Manufacturer narrative:
Results and conclusions: (stent deformation). (70% stenosis, excessive tortuosity and moderate calcification). Deformation problem. (B)(4).

Event description:
The physician was attempting to use an endeavor sprint rx drug eluting stent to treat a lesion in the lad. The device was inspected and prepped with no issues noted. The lesion exhibited 85% stenosis, excessive tortuosity and moderate calcification. The lesion was pre-dilated with 70% stenosis remaining following pre-dilation. Resistance was encountered advancing the device and the device could not cross the lesion. The stent was observed to be damaged on removal. It was reported that the physician believed that the event was due to use of the device in a difficult lesion morphology/anatomy and not device related. A bare metal stent was used to complete the procedure. No patient complications. Evaluation summary: the delivery system was returned. The stent was dislodged from the balloon. Crimp impressions were evident along the balloon.